Event description:
Reportedly, the patient went to the hospital due to an inappropriate shock on an atrial fibrillation episode. Upon interrogation, 2 alerts were displayed, stating that both the atrial and ventricular leads impedances were above 2000 ohms on the day of the shock. The leads impedances were measured during the follow-up and no anomaly was observed. Preliminary analysis revealed that the beginning of an atrial lead issue and/or a lead-ICD connection issue at atrial level is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient went to the hospital due to an inappropriate shock on an atrial fibrillation episode. Upon interrogation, 2 alerts were displayed, stating that both the atrial and ventricular leads impedances were above 2000 ohms on the day of the shock. The leads impedances were measured during the follow-up and no anomaly was observed. Preliminary analysis revealed that the beginning of an atrial lead issue and/or a lead-ICD connection issue at atrial level is suspected.